Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned colonovideoscope to the service center for a separate issue. During the device analysis, the service center identified that the device exhibited corrosion on the adhesive of the bending section cover. There was no patient involvement.